Manufacturer narrative:
D10. H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitant products: 4123569 - 02-010-03-0340 - logic cr femoral cem, right, sz 4. 4185888 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 2937776 - 200-02-38 - three peg patella 38mm. 2885446 - 201-78-15 - holding pin mini sharp point 4 pk. 2640058 - 201-78-80 - 3" trocar, hex 2pk. 2899877 - 201-78-81 - 3" trocar, mod. Hex 2pk. 46331 - 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 7 years and 7 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.